Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the primary package of the suture was found damaged prior to use. An accompanying photo has been provided; however, the emphasis in the photo appears to be on something resembling a hair. Could you please clarify what is being highlighted in the photo? Could you please confirm and provide further details regarding the issue reported in this complaint? Was the sterility of the device compromised? Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Investigation summary this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows an overwrap with product code w2790, the suture extends through the seal. The suture extends through seal observed during the visual assessment has been correlated to the manufacturing process as a class 0 defect as per process specification. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the extra needle was identified during the investigation of the picture received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was requested, but unavailable: it was reported that the primary package of the suture was found damaged prior to use. An accompanying photo has been provided; however, the emphasis in the photo appears to be on something resembling a hair. Could you please clarify what is being highlighted in the photo? Could you please confirm and provide further details regarding the issue reported in this complaint? Was the sterility of the device compromised? - please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Contacted with the sales rep today via phone, please refer to the event description and the returned device, other information requested is unknown. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. The returned product determined that it was received, one unopened sample that pertains to product code w2790. During the visual inspection of the overwrap packet, a suture piece material in the seal area was found, compromising the sterile barrier. Based on the information currently available, suture in the seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.